Event description:
It was reported the patient experienced a loss of therapeutic effect while their stimulation was turned on. It was further reported the patient lost stimulation sensation about two weeks prior to report. It was stated the patient¿s stimulation was turned on and set to 6.2 volts and the patient ¿was not feeling stimulation at all anymore.¿ it was noted there were no falls, accidents, or incidents that were related to the event. It was stated that after the loss of stimulation the patient observed a call your doctor message on their patient programmer. It was further stated however that this message only appeared once and the accompanying code was unknown at the time of report. It was noted that when the patient¿s implantable neurostimulator (ins) was interrogated with a physician programmer at the time of report there were ¿no alarms or messages¿ seen. Impedance testing found impedances ¿>3600 ohms¿ when tested ¿looking only at pairs with #0.¿ it was noted when the patient was reprogrammed on all four electrodes and their stimulation was turned up to 10.5 volts that the patient ¿did not feel anything.¿ it was further noted when the patient was reprogrammed to a ¿simple bipole¿ and the stimulation was again turned up, the patient ¿did not feel any stimulation.¿ additional information reported the patient was to have x-rays taken to ¿identify any potential fractures.¿ no further information was available five days after the initial report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3708340, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3587a, lot # l49083, implanted: (B)(6) 1998, product type lead. (B)(4).